Event description:
It was reported that the pt experienced a change in therapy effect with the following symptoms: increased tone and itchiness. The symptoms began last summer "with an abrupt change" during a normal refill cycle. They would occur multiple times daily and seemed worse when the pt was not active. The "pump location" was revised in 2008, and the pt experienced relief for two months. In 2009 the same symptoms recurred. At the time of the report the pt was at a clinic. The pump was interrogated. The event logs were normal and programming was correct. No alarms were reported. The actual residual volume was 3.2 ml; the expected residual volume was 3.0ml. Environmental or other medical procedure interference were ruled out. A dye study found no problems (date unk). The pt had been administered a "small" therapeutic bolus "a while back" and there was no effect. The hcp was considering possible intermittent catheter issues as well as other medical issues. Add'l device troubleshooting procedures were being considered. The pt's pump contained baclofen (lioresal) 2000mcg/ml; the pt had been on this concentration for many years. The daily dose was 570 mcg. Final pt outcome was not reported. It was later reported the pt underwent a pump "revision" in 2009.